Manufacturer narrative:
This is a final report. The returned meter serial number (B)(4) and test strips lot number 1012635 were investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, only one of the readings reported (120 mg/dl) was found in the meter's memory log multiple times.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mg/dl, 253 mg/dl, and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.